Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and rec'd a result of 178 mg/dl. The normal control range was 73-106 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval. The customer's meter will be replaced with a contour meter.